Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-feb-2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient's retention symptoms have returned a few months ago and he was self catheterizing again. The patient stated that he had several falls but was unsure if that is what caused the issues per his health care professional (hcp). It was noted that the hcp chose to revise the lead and replace the battery due to length of time left on the battery. An impedance ran on day of the procedure by the rep and hcp's office but there were no issues with impedance but the patient's stimulation was greater than 6. The patient mentioned that he was unable to feel stimulation and the hcp reported that the lead had moved. It was stated that they replaced both the lead and battery due to estimated life left. The patient also mentioned that the hcp also did a cystoscopy to ensure no obstruction and, per hcp, on the day of the cystoscopy, prior to replacement, no obstruction was seen. The issue was reported as resolved. There were no further symptoms or complications reported or anticipated.